Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that the cartridge was leaking from the septum. There was no impact to the customer blood glucose level. The customer changed pump supplies to resolve the issues reported. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.